Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges false negative results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. "Customer informed that are reading the veritor triplex test at 15 min, think it should be a positive (based on patient's symptoms) but received negative, and wait for the test to turn positive (for 45 minutes)." Bd quality performs a systematic approach to investigate invalid control line complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. Based on the available information understood that customer had received a negative result which is a valid result and they had waited over 45 minutes and use the same cartridge resulted in positive. The test is designed to read after 15 minutes of the incubation time. Do not read test devices before 15 minutes as this could result in a false negative, false positive or invalid result or do not read devices after 20 minutes as false positive or invalid results may occur. If the patient is still symptomatic and received a negative result by analyzer such cases the test should be retested, or user may want to consider other methods to determine whether the sample is positive or negative. The reported issue was unable to be confirmed.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b that there were false negatives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer states that tests are showing negative within the specified time on instructions, but positive if allowed to sit for a longer time period. Ver 256088 delayed result / false negatives.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b that there were false negatives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer states that tests are showing negative within the specified time on instructions, but positive if allowed to sit for a longer time period. Ver 256088 delayed result / false negatives.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.